Event description:
It was reported that t:slim x2 pump battery would not charge despite use of tandem charging cable and wall adapter, and issue persisted even after leaving pump connected to working outlet for extended period. There was no reported impact to the customer¿s blood glucose level. Customer tried different wall adapters and charging cables without success, and technical support advised customer to work with clinic for pump replacement because pump was out of warranty, with no additional outcome information available.